Event description:
It was reported the bronchovideoscope exhibited a blurred image that only displays black and white. The issue occurred during installation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A noise image occurred. In addition, the following reportable malfunctions were identified during the device evaluation: the bronchovideoscope exhibited corrosion on the plug unit. A root cause could not be identified. Based on the results of the investigation, it is likely corrosion on the plug unit led to the noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer